Event description:
During a catheter ablation a farawave catheter was selected for use. During the ablation, catheter irrigation was performed using an infusion pump, but frequent occlusions made it difficult to continue the procedure. It is unknown if any error code occurred. An exchange of the device resolved the problem. The procedure was completed without any patient complications. The device is not expected to be return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.